Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing did not confirm an air leak, however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and the distal seal was noted to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured and torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, air was aspirated from the sheath. After the sheath, dilator, and non-abbott devices (8f soundstar and 7.5f smarttouch) were inserted into the heart, it was noted that air was aspirated when applying negative pressure for flushing. Air aspiration was performed several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture or septum puncture was performed due to sheath replacement.